Event description:
It was reported a lead fracture was found during surgical intervention. As a result, the lead was explanted and replaced (with a different model). Effective therapy was restored with the replacement lead. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.